Event description:
Litigation papers allege the patient is experiencing elevated cobalt blood levels, underwent radiologic testing, medical expenses and risk of future injury and harm.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, date received by MFR, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.